Event description:
It was reported that the device exhibited a cassette failure. There was unknown patient involvement reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a loose downstream occlusion (dso) seal. Functional testing was able to verify and duplicate the reported problem. The dso sensor was sending the wrong data. The dso seal was replaced, and the dso sensor was calibrated. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.